Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dreamstation auto CPAP device that the patient is suffering from throat irritation accompanied by difficulty swallowing, along with occasional irritation of the eyes. Also, recurrent strong intermittent coughing episodes occur multiple times throughout the day, as well as during nighttime use of the CPAP device while sleeping. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The manufacturer previously reported, 'the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the dreamstation auto CPAP device that the patient is suffering from throat irritation accompanied by difficulty swallowing, along with occasional irritation of the eyes. Also, recurrent strong intermittent coughing episodes occur multiple times throughout the day, as well as during nighttime use of the CPAP device while sleeping.' The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint rending is reviewed on a periodic basis to evaluate filed quality performance, and as an input to risk management activities.